Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1018 (calibration check failure, cal a, result too high) was generated. The customer stated all other assays were okay and maintenance was performed. The customer reported the error message persisted after maintenance was completed. The customer was sent a new lot of reagent and calibrator. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.